Event description:
Ot placed pads on pt and briefly left room. When ot returned, the unit appeared to have spontaneously increased its intensity. Area assessed for skin integrity, and reddened area noted on right scapula. Pt denied pain or discomfort at time. Infrared unit had been calibrated per guidelines. Unit sent to manufacturer for evaluation.